Manufacturer narrative:
After further review of additional information received the following sections g3, g4, g7, h2 and h3 have been updated accordingly. The evaluation noted that revision reported was likely the result of prosthesis wear which may have been due to the alignment between the femoral and tibial components, third body wear, and/or patient-related factors. However, this cannot be confirmed as the devices were not returned for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
On (B)(6) 2013, a (B)(6) y/o, male patient with a bmi of 34.4, underwent implantation of a insert tib 5 9mm knee post stab cnstrn. On (B)(6) 2018, approximately 54 months post implant, the patient underwent revision due to debris synovitis.